Manufacturer narrative:
The cause of the discordant high (B)(6) survey results is the acceptance of a bad calibration due to a user error. On 1/11/2017, a siemens technical assistance specialist (tas) was dispatched to the account. The tas determined that on the day of the issue, the customer had calibrated the instrument with a new lot of calibrator but did not enter the new calibrator bottle coefficient values. The customer stated that there had been five patient results reported on days following the acceptance of the bad calibration when all three levels of quality control were not in range. Initial and repeat patient data was not provided by the customer. There was no indication of treatment change or adverse impact to the patients. The siemens tas recalibrated the instrument with a new calibrator lot and entered the correct package insert coefficient values. The calibration of the instrument was within specifications. The tas reran the qc and the results obtained were running closer to the target value. The tas reran the (B)(6) survey samples and the results obtained were within the acceptable ranges. The issue was resolved with the recalibration and rerun of qc. The device is performing according to specification. No further evaluation of the device is required.

Event description:
Discordant elevated human chorionic gonadotropin (lhcg) were obtained on (B)(6) samples on the dimension exl 200 system. The results were reported to the (B)(6) and patient samples were reported in the interim before the results were rated as unacceptable high by the (B)(6). Patient samples were reported on the day of the survey. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated results.